Event description:
This lead was an attempted implant on (B)(6) 2011. The lead would not travel into the chosen vessel. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).